Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1, a4, b4, b5, g3, g6, h2, h3, h6, h10 the additional information does not change the outcome of the previous investigation

Manufacturer narrative:
Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: taperloc femoral stem pn11-103204 ln615600. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a revision procedure, the surgeon had difficulty removing the head. There was no sign of corrosion, but the surgeon stated the head had undergone cold-weld. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.